Event description:
It was reported that during an implant surgery, the new generator could not be interrogated. A different generator was chosen, interrogated successfully, and implanted. Attempts for further info have been unsuccessful to date.